Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; thi pain; pain inter; off vag dis; diff bowel; rec incont; oth pain: hip, feet. Nonsurgical treatments: on (B)(6) 2020 the patient commenced pain medication: palexia for the treatment of: pain relief . Treatment duration: 2 months . On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: treatment of back pain - currently unable to see physio due to covid lockdowns as at 25/10. Treatment duration: every monday (prior to covid). On (B)(6) 2020 the patient commenced incontinence medication: magnesium . Treatment duration: 1 year.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.